Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was not responding properly. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.